Manufacturer narrative:
Product analysis the device returned with the external slider in the home position. The backend wheel had detached from the screwgear and was not provided for evaluation. Deformation was observed to the graft cover tip. Deformation was observed on a number of the threads on one side of the backend wheel screwgear. The reported detachment was confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an endovascular aortic repair procedure for an aneurysm, the freeflo release mechanism of the device malfunctioned when the blue wheel freeflo mechanism broke. Additionally, the freeflo sleeve became stuck in the proglide wires during the procedure. As a result, the physician had to surgically convert the percutaneous femoral access. Despite these issues, the physician was able to manually release and reclose the freeflo mechanism and successfully complete the endovascular aortic repair. The device remains implanted and in service.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary two (2) images were received. The backend wheel components have detached from the handle. The backend t-bar was in the forward position. A kink was visible to the graft cover. A gap was observed between the spindle and the taper tip sleeve with biologics visibly exiting the graft cover. The reported detachment was confirmed through image review. B5 additional information; no damage was noted to the delivery system prior to insertion, and no excessive force was required during deployment due to vessel calcification or tortuosity. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.